Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements. No other observations have been reported at this time. No adverse patient effects were reported.

Event description:
Additional information indicates that this patient was evaluated in the clinic and during testing with isometrics the device returned a shock impedance measurement of 80 ohms in the triad configuration. The patient was to be further evaluated in the near future.